Manufacturer narrative:
Follow up 17-dec-2015: ptc investigation results were updated and provided. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae case is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after that she had pain in abdominal region amongst other non-serious events. She was submitted to a hysterectomy with improvement of her symptoms. This event is listed in the reference safety information for essure. Abdominal and pelvic pain may occur after essure insertion. Considering the positive temporal relationship and nature of the reported event, causality with essure cannot be excluded. This case was initially regarded as non-incident. However, upon receipt of follow-up information, consumer stated a hysterectomy was performed. Therefore, case was upgraded to incident (intervention required). The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5043916) in united states on 10-aug-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. She reported the procedure was done in doctor's office. Since that time she had several health issues both new and worsening of existing conditions, including rapid weight gain; hair growth; mood swings; severe depression; chronic fatigue; joint pain; cramps; pain and swelling in abdominal region; spotting; dizziness; severe migraines; nausea; and constipation. The consumer mentioned the seriousness criterion disability or permanent damage but not specified and/or assigned to one of the events. She also mentioned wellbutrin as concomitant medication. Follow-up information received on 20-aug-2015 - ptc investigation result: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 13-aug-2015. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0419). Consumer stated that she had essure inserted in (B)(6) 2014 and since then she had a large number of complications including depression, migraines, significant weight gain, bloating, daily cramping, piercing abdominal pain, back pain, joint pain, mood swings, brain fog, memory lapses, chronic fatigue, lack of libido and have developed a nickel allergy. Follow-up from 24-sep-2015: the required number of follow-up attempts has been completed, with no response to date. Follow-up received on 23-oct-2015 and case was upgraded to incident. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1569, awareness date 23-oct-2015). Consumer reported following that she developed numerous symptoms, all of which she attributed to the device. She had pain with intercourse, inflammation in her joints. She also suffered from memory loss, dizzy spells and gastrointestinal issues. She was often feeling exhausted upon waking from a full nights sleep. On (B)(6) 2015 she had a supra cervical hysterectomy, leaving only her ovaries and cervix. 85% of the symptoms listed previously were completely gone, with others slowly fading. She woke from surgery without joint pain, the fatigue disappeared after 2-3 days. She has not had a migraine since 3 days after surgery. Her doctor refused to believe that the essure was affecting her life, so she had to find a new doctor that would listen to her. Company causality comment this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after that she had pain in abdominal region amongst other non-serious events. She was submitted to a hysterectomy with improvement of her symptoms. This event is listed in the reference safety information for essure. Abdominal and pelvic pain may occur after essure insertion. Considering the positive temporal relationship and nature of the reported event, causality with essure cannot be excluded. This case was initially regarded as non-incident. However, upon receipt of follow-up information, consumer stated a hysterectomy was performed. Therefore, case was upgraded to incident (intervention required). The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 10-aug-2015. The most recent information was received on 10-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain in abdominal region"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a (B)(6) female patient who had essure (batch no. Cs000e6-invalid,cs000e5) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no significant pathologic changes fallopian tube mucosa with focal adhesions, chronic inflammation, and reactive giant cells benign paratubal cyst. Previously administered products included for allergy: codeine. Concurrent conditions included asthma, irritability, abdominal discomfort, environmental allergy and paratubal cyst. Concomitant products included bupropion hydrochloride (wellbutrin), buspirone hydrochloride (buspar), hydroxychloroquine sulfate (plaquenil s) since 2018, medroxyprogesterone acetate (depo provera), montelukast sodium (singulair), sumatriptan (imitrex) and topiramate (topamax). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria disability and intervention required), vaginal haemorrhage ("spotting/abnormal bleeding(vaginal)"), abdominal pain lower ("cramps/severe cramps"), abdominal distension ("swelling in abdominal region/ bloating"), depression ("depression") with mood swings, fatigue, feeling abnormal, memory impairment, loss of libido and amnesia, migraine ("migraines"), hair growth abnormal ("hair growth"), arthralgia ("joint pain and inflammation in her joints,other injury(ies) or complication (s) please describe: joint pain") and dizziness ("dizziness, dizzy spells") and was found to have weight increased ("rapid weight gain/gained upwards 50lbs / weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain with intercourse") and menorrhagia ("abnormal bleeding( menorrhagia)"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy") and rash ("rash"). On an unknown date, the patient experienced back pain ("back pain"), gastrointestinal disorder ("gastrointestinal issues") with nausea and constipation, infection ("infections"), alopecia ("hair loss") and dermatitis contact ("rashes or skin conditions type: severe contact dermatitis"). The patient was treated with surgery (laparoscopic supracervical hysterectomy with bilateral salpingectomy and supracervical hysterectomy with bilateral salpingectomy, cystoscopy.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, migraine, arthralgia, allergy to metals, dyspareunia and rash had resolved and the pelvic pain, vaginal haemorrhage, abdominal pain lower, abdominal distension, depression, weight increased, hair growth abnormal, dizziness, back pain, gastrointestinal disorder, infection, alopecia, menorrhagia and dermatitis contact outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, depression, dermatitis contact, dizziness, dyspareunia, gastrointestinal disorder, genital haemorrhage, hair growth abnormal, infection, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Number of proximal coils from left cornua: 4. Number of proximal coils from right cornua: 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: uterus filled, no abnormalities in cavity, essure devices visualized. No spill of contrast through fallopian tubes. Tubes occluded.; on (B)(6) 2015: failure to occlude (close) fallopian tubes; on (B)(6) 2015: the first reported that failure to occlude. The second was three months later with total bilateral occlusion.. Pathology test - on (B)(6) 2015: uterus and bilateral tubes: weakly proliferative endometrium; myometrium with no significant pathologic changes; fallopian tube mucosa with focal adhesions, chronic inflammation and reactive giant cells, benign paratubal cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraines, depression, mood swings, cramping, loss of libido, joint pain, fatigue, rash, nickel allergy. Reported batch cs000e6-invalid quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 10-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.